Event description:
It was reported that a pump was constantly alarming for air-in-line d; during an ivp infusion (programmed amount and delivery rate unknown). It was also reported that there was no patient injury. The customer stated that the facility could not reproduce the alarm during testing.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and the device passed upstream air detection testing. The device did not pass upper and lower fluid numbers testing and as a result, the ultrasonic sensor was replaced. At this time, the date of event is unknown.